Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that when implanting an original inflatable penile prosthesis (ipp) cx, the left distal tip perforated the corpora and came out the glans. It was noted that the urethra was not damaged, and the ipp implant was aborted. A foley catheter was left in place for injury to heal itself. The patient current status is good. A spectra penile prosthesis (spp) 16cmx9.5mm cylinder was implanted only on the left side. It was added that there was no product issue related to this event. Should additional information be received a supplemental report will be filed for the additional information.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that when implanting an original inflatable penile prosthesis (ipp) cx, the left distal tip perforated the corpora and came out the glans. It was noted that the urethra was not damaged, and the ipp implant was aborted. A foley catheter was left in place for injury to heal itself. The patient current status is good. A spectra penile prosthesis (spp) 16cmx9.5mm cylinder was implanted only on the left side. It was added that there was no product issue related to this event. Should additional information be received a supplemental report will be filed for the addition information.